Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that in (B)(6) they did a remote transmission and was told by their doctor that they had about a year left on the implantable pulse generator (ipg) device. However, at the patient¿s clinic visit in (B)(6), the device was ¿messed up¿ since (B)(6), and it was found at safety pacing of 65. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.